Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hyperglycemia after a larger-than-usual, bread-heavy meal; glucose values rose from 270 mg/dl to 321 mg/dl, with a confirmatory fingerstick of 336 mg/dl, and the value then began to decline without alerts reported and without use of backup therapy. Symptoms included headache and body ache. Outcomes included no medical intervention, no ketone testing, no steroid exposure, and no hospitalization. Investigation included case review, user interview, and troubleshooting and education focused on meal announcements and correction for incorrect meal size. Investigation of this case revealed user-related use error involving incorrect meal size entry with no device alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate estimation.